Manufacturer narrative:
This report initially summarized 4 malfunction events; however, upon investigation of one of the devices it was determined that device experienced a different problem than originally reported. This supplemental report is to document the reduction to only 3 malfunction events as the remaining event has been transferred to MFR report # 0001831750-2021-00768.

Event description:
This report summarizes 3 malfunction events, where it was reported the brakes cannot be engaged or the steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes cannot be engaged or the steer mechanism is difficult to engage/disengage. There was no patient involvement.